Event description:
Caller reported a malfunction on the pump with no notable events occurring prior. There was no adverse impact on the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.